Event description:
The initial reporter alleged a discrepant reactive result for a sample (vm-10) tested using the anti-hcv g2 elecsys assay on the cobas 6000 e601 module. The sample was part of an api survey, where the expected result was non-reactive. The initial test result for the sample was 1.40 coi (reactive). The sample was manually loaded into a primary tube. On (B)(6) 2020, the sample was retested on the same system, yielding a result of 1.45 coi (reactive). The sample was then sent to a sister hospital, where it was tested again and remained reactive. To verify the analyzer's performance, the customer reran a known negative sample, which produced a non-reactive result. Quality control (qc) was reported to be within specifications. The customer suspected a sample issue.

Manufacturer narrative:
The reported event occurred on a cobas e601 analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv ii assay performed within specifications. The survey sample vm-10 was derived from pooled and treated material, which does not represent a native single-donor sample. This was identified as the most likely root cause for the false positive result. The sample exhibited a result close to the cut-off (1.58 coi, reactive), which may lead to discrepant results. Calibration and quality control data were reviewed and confirmed to be within expected ranges. Additional testing using fujirebio inno-lia hcv score and mikrogen recomline hcv score displayed negative results for the sample. The reagent was confirmed to be performing as intended, and no general reagent-related issue was identified.